Manufacturer narrative:
During preventive maintenance on (B)(6) 2019, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR". The platform was connected to the autopulse vision software and the error message was able to be cleared. The autopulse platform was manufactured in 2013 and is 6 years old, past the expected service life of 5 years. Upon visual inspection, observed damages on the top cover and the bottom enclosure. The probable cause for the physical damage was due to the normal wear and tear of the platform or due to the damage sustained by user mishandling. The top cover and the bottom enclosure were replaced to address the physical damage. The autopulse platform failed initial functional testing due to user advisory (ua) 132 (internal watchdog timeout) displayed upon powering on. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During preventive maintenance on (B)(6) 2019, the autopulse platform (sn (B)(4)) failed initial functional testing due to "system error, out of service, revert to manual CPR".